Manufacturer narrative:
The device have been returned to the factory and are being evaluated. A supplemental report will be submitted when the eval are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to align properly in the loading device. The hospital indicated that the seal appeared to be in the wrong position upon opening the package. Two add'l replacement devices were used in order to complete the procedure. The hospital did not report any pt effects.